Event description:
Additional information was received from the healthcare provider via a clinical study reported the patient presented to the clinic for evaluation of the wound on (B)(6) 2016. Examination revealed the site continued to leak. No signs or symptoms of infection, but planned to explant system.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving fentanyl 250 mcg/ml at 99.92 mcg/day, clonidine 300 mcg/ml at 119.90 mcg/day and bupivacaine 30 mg/ml at 11.990 mg/day via an implantable pump. It was reported the patient presented to the clinic with pump site infection on (B)(6) 2016 after the emergency department (ed) advised they have their incisions evaluated by the implanting provider. The examination revealed no signs or symptoms of infection. As an intervention, medical or non-surgical therapy included administering medications; they started on clindamycin and bactrim double strength (ds) and stopped keflex on (B)(6) 2016. On (B)(6) 2016, examination revealed no signs of infection and the patient was instructed to use an abdominal bandage (abd) pad over the site. On (B)(6) 2016, there was fluid draining from medial aspect of the pump site incision and the dressing was changed. By (B)(6) 2016, the fluid draining had subsided. On 2016-08-12, the patient reported leaking and draining from the pump site had resumed. On (B)(6) 2016 a yellow, cloudy fluid was draining from the pump site as the site opened, fluid was aspirated/drained from the site and was re-bandaged resulting in an unscheduled clinic visit. The patient reported taking cefdenir. The etiology of the event was noted as not related to the device or therapy and possibly related to the implant procedure. The outcome was noted as ongoing.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated examination on (B)(6) 2016 gave results of fluid continued to leak from the site. It was noted there were no signs or symptoms of infection, redness, or inflammation. Examination on (B)(6) 2016 gave results of no fluid in the pocket during a refill, indicating no sign of infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 01-jul-2017 indicating the updated clinical diagnosis was 'non-healing surgical site (pump site)'. On (B)(6) 2016, the patient had persistent leaking from the site. On (B)(6) 2016, the swelling at the site was deemed related to a stitch attempting to heal in the skin. The plan was to utilize staples in the future. There were no wound abnormalities observed on (B)(6) 2017 and the outcome was deemed 'resolved without sequelae'. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.